Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 444 mg/dl. Customer has been having problems with the insulin pump,she has been running high. Customer experiencing feeling tired, thirsty and frequent urination. The last three to four days, running high from 400 to 500 mg/dl. Customer to treat with lantis thru manual injections. Nothing further reported.